Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an ectatic, calcified left anterior descending (lad) artery. A 2.00mm x 12mm emerge¿ balloon catheter was selected and advanced to pre-dilate the target lesion. During the third inflation, it was noted that the balloon ruptured at 10 atmospheres. A 2.5x38mm promus stent was advanced but was unable to cross the lesion. The physician was able to remove the whole system out from the patient's body. Percutaneous coronary intervention was then performed. The procedure was completed with two 2.0x12mm emerge balloon catheters and a 1.5x8mm emerge push balloon catheter. No patient complications were reported and the patient¿s status was fine.